Event description:
Pt admitted for failed left total knee arthroplasty. The pt had arthroplasty in 1994. The pt was having pain on the medial compartment and there was more laxity. X-ray demonstrated wearing of failure of component. Per surgeon pt had villonitis synovitis secondary to plastic and metal wear left knee. Intraoperative per surgeon there was tibial plateau tilting and the tibial plateau component had impacted posteriorly with anterior lifting. It had impacted and grown into the bone posteriorly with increased patella tilting causing subluxation.